Event description:
New etq record created in order to update etq (legacy system) complaint number (B)(4). Reason for original complaint- litigation papers allege the bilateral patient will undergo revision surgery to address discomfort and pain. Doi: (B)(6) 2008 - not revised yet (left hip. Patient is a resident of (B)(6). Update: (B)(6) 2012- medical records received (B)(6) 2012, for right sided hip leading to invoice with part and lot information for left hip. Update: (B)(6) 2012-sales rep reported revision surgery due to metallosis. There was no new information that would change the outcome of the investigation. Dor: (B)(6) 2012. This is a clinical patient: subject # (B)(6); no new information was provided that would change the outcome of the investigation. Update: (B)(6) 2013- patient's revision operative records were received. Records indicate the patient was revised to address increased metal ion levels. Upon revision synovitis and gray colored fluid were found in the hip. Also noted, corrosion was found on the femoral neck. The femoral stem and sleeve were added to the complaint and the complaint was re-opened.

Manufacturer narrative:
Complaint is still under investigation.

Manufacturer narrative:
Complaint is still under investigation.